Event description:
On friday, august 27, 1999, preliminary info was received by the innerdyne quality compliance department from sales rep regarding one incident involving an access needle for the step disposable product. Definitive and confirming info was reported on monday, august 30, 1999 regarding this incident. The episode occurred at a surgical center, during a laparoscopic procedure under the hand of the doctor. On august 27, 1999, a laser laparoscopic gynecologic procedure was undertaken by the physician. The veress needle was placed inside the radially expanding sleeve and introduced into the abdominal cavity via a "bind stick" approach. [This is not proper placement of the step device was outlined in the instructions for use for this product (p/n 01091c) as no needle placement test was performed and no pre dilation insufflation occurred.] Upon attempting to insufflate the cavity, complications were encountered. The radially expandable sleeve was dilated with a 10mm cannula/dilator assembly followed by a visual scope placed through the working channel. Upon visualization it was observed that inadvertent perforation and dilation through the bowel had occurred. Conversion to an open procedure was undertaken for repair and continuation of the procedure. The procedure was successfully completed without further report of incident. The surgical center was contacted for status/condition of the pt, with the pt being reported in 'satisfactory' condition and recovering. (Note: the pt had been removed to another hospital after the surgery on 08/27/99). Therefore, the event is reported as in inadvertant pt injury requiring surgical correction. The involved product was not returned to innerdyne, inc. At the time of this report so n investigation of the product has not been conducted.